Event description:
Our affiliate is reporting that 1 yr post-op to a meniscal repair in early 2007 with the use of rapidloc devices for fixation, the pt presented with yet undefined knee problems. A re-surgery was deemed necessary by the examining surgeon. For remedy, a partial meniscectomy was performed, at this point it is noted that the back stop (s) was/were evident in the joint space. At this point in time, this is all of the info that has been made available to mitek. There are questions to our affiliate for further details and clarity. Also see associated MDR's 1221934-2008-00192 & 1221934-2008-00194.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all of the info that can be had is had and evaluated, the results of the investigation will be the subject of a follow-up report.